Event description:
Complaint received concerning misc. Catheter issues with use of 41239-06 7f td lf heparin coated catheters. It was initially reported that during a three week period (B)(6), the following problems occurred with the 41239-06 catheters where "swan wire would not pass through the lumen... Unable to backload catheter into wire. Difficulty inserting catheter, can not fit over guidewire...difficulty passing from the rv to the pa. Generally this happens when a patient has an enlarged ra, rv, moderate to severe tr, or sometimes severe pulmonary htn." There were no reported adverse patient consequences and/or outcomes.

Manufacturer narrative:
Device return: awaiting receipt of the pkgd. Accessory devices, terumo 7fr introducer sheath; argon guidewire. Three (3) used 41239-06 7f catheters have been received and decontaminated. Investigation anticipated, but not yet completed. Mfrs initial investigation: reviews of the mfg. Lot build database records for the two reported catheter lot numbers recorded lot number 30-988-sj (mfg. Date 07/2013) shows (B)(4) units; lot number 32-814-he (mfg. Date 09/2013) shows (B)(4) units were all mfg tested inspected and released.